Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be due to "low flow due to over-lamination of foam to film due to temp controller set too high". A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The instructions for use were found adequate and state the following: ¿the arctic sun® temperature management system is a thermal regulating system, indicated for monitoring and controlling patient temperature in adult and pediatric patients of all ages. Warning: do not place arcticgel¿ pads over transdermal medication patches as warming can increase drug delivery, resulting in possible harm to the patient. Cautions: federal law restricts this device to sale by or on the order of a physician. This product is to be used by or under the supervision of trained, qualified medical personnel. The clinician is responsible for determining the appropriateness of use of this device and the usersettable parameters, including water temperature, for each patient. For small patients (=30 kg) it is recommended to use the following settings: water temperature high limit =40°c (104°f); water temperature low limit =10°c (50°f); control strategy =2. It is recommended to use the patient temperature high and patient temperature low alert settings. Due to underlying medical or physiological conditions, some patients are more susceptible to skin damage from pressure and heat or cold. Patients at risk include those with poor tissue perfusion or poor skin integrity due to edema, diabetes, peripheral vascular disease, poor nutritional status or steroid or high dose vasopressor therapy. If accessible, examine the patient¿s skin under the arcticgel¿ pads often; especially those patients at higher risk of skin injury. Skin injury may occur as a cumulative result of pressure, time and temperature. Possible skin injuries include bruising, tearing, skin ulcerations, blistering, and necrosis. Do not place bean bags or other firm positioning devices under the arcticgel¿ pads. Do not place any positioning devices under the pad manifolds or patient lines. Do not allow urine, antibacterial solutions or other agents to pool underneath the arcticgel¿ pads. Urine and antibacterial agents can absorb into the pad hydrogel and cause chemical injury and loss of pad adhesion. Replace pads immediately if these fluids come into contact with the hydrogel. Do not place arcticgel¿ pads directly over an electrosurgical grounding pad. The combination of heat sources may result in skin burns. Carefully remove arcticgel¿ pads from the patient¿s skin at the completion of use. Aggressive removal or removal of cold pads from the patient¿s skin may result in skin tears. The arcticgel¿ pads are non-sterile for single patient use only. Do not reprocess or sterilize. If used in a sterile environment, pads should be placed according to the physician¿s request, either prior to the sterile preparation or sterile draping. Use pads immediately after opening. Do not store pads in opened pouch. Do not allow circulating water to contaminate the sterile field when lines are disconnected. The arcticgel¿ pads should not be punctured with sharp objects. Punctures will result in air entering the fluid pathway and may reduce performance. If warranted, use pressure relieving or pressure reducing devices under the patient to protect from skin injury. The arcticgel¿ pads are only for use with an arctic sun® temperature management system. The arcticgel¿ pads are for single patient use. The water content of the hydrogel affects the pad¿s adhesion to the skin and conductivity, and therefore, the efficiency of controlling patient temperature. Periodically check that pads remain moist and adherent. Replace pads when the hydrogel no longer uniformly adheres to the skin. Replacing pads at least every 5 days is recommended. If needed, place defibrillation pads between the arcticgel¿ pads and the patient¿s skin. Discard used arcticgel¿ pads in accordance with hospital procedures for medical waste." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Event description:
It was reported that they were trying to start therapy using arctic sun device but were getting a low flow alert (alert 01 and alert 01). They tried filling the reservoir, but it would not take any water. Flow rate (fr) was 0lpm, inlet pressure (ip) was -0.1psi, circulation pump command (cpc) was 100 percentage. Pump hours were 4107.4, system hours were 4793 and water reservoir level (wrl) was 4. Explained the device would give a reservoir low alert if water was needed. Disconnected pads and started therapy in manual mode. Flow rate (fr) was 1.7lpm, inlet pressure (ip) was -7.0psi, circulation pump command (cpc) was 53 percentage. Connected pads one at a time. Right thigh pads (0.6lpm, -7.3psi, 31 percentage), right chest pads (1.3lpm, -7.0psi, 46 percentage), left thigh pads (2.0lpm, -7.3psi, 57 percentage) and left chest pads (no water seen flowing, ip -0.2psi). Removed left chest pad and placed device in automatic mode. Suggested adding one or two universal pads to the left chest if that provides adequate coverage. Flow rate (fr) with 3 pads 2.2lpm. Asked nurse to place left chest pad behind nursing station and no visible damage to pad.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that they were trying to start therapy using arctic sun device but were getting a low flow alert (alert 01 and alert 01). They tried filling the reservoir, but it would not take any water. Flow rate (fr) was 0lpm, inlet pressure (ip) was -0.1psi, circulation pump command (cpc) was 100 percentage. Pump hours were 4107.4, system hours were 4793 and water reservoir level (wrl) was 4. Explained the device would give a reservoir low alert if water was needed. Disconnected pads and started therapy in manual mode. Flow rate (fr) was 1.7lpm, inlet pressure (ip) was -7.0psi, circulation pump command (cpc) was 53 percentage. Connected pads one at a time. Right thigh pads (0.6lpm, -7.3psi, 31 percentage), right chest pads (1.3lpm, -7.0psi, 46 percentage), left thigh pads (2.0lpm, -7.3psi, 57 percentage) and left chest pads (no water seen flowing, ip -0.2psi). Removed left chest pad and placed device in automatic mode. Suggested adding one or two universal pads to the left chest if that provides adequate coverage. Flow rate (fr) with 3 pads 2.2lpm . Asked nurse to place left chest pad behind nursing station and no visible damage to pad.